Event description:
It was reported that the drive support cap was sticking out, and the customer pushed it back in. The blood glucose reading was 192mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with loose/flush drive support disk. The insulin pump received with scratched lcd window.